Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer also reported that the pump has a black screen and that only the battery, time, and insulin icons are visible customer's blood glucose reading was 162 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was monitored and no frozen screen was noted. The keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, displacement and self tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.